Event description:
It was reported that by (B)(6) that the compact speed reducer was ¿blocked.¿ during in-house engineering evaluation, it was determined that the device would not rotate. The event was not reported to have occurred during a surgical procedure. It was not reported if there were any delays to a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was locked and would not rotate. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.